Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in a (B)(6) year old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("chronic back pain"), dyspareunia ("pain during intercourse"), discomfort ("severe discomfort"), alopecia ("excessive hair loss"), fibromyalgia ("fibromyalgia") and lichen planus ("lichen planus"). The patient was treated with surgery (surgery for essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, back pain, dyspareunia, discomfort, alopecia, fibromyalgia and lichen planus had not resolved. The reporter considered alopecia, back pain, discomfort, dyspareunia, fibromyalgia, lichen planus and pelvic pain to be related to essure. The reporter commented: discrepancy noted in insertion date (B)(6) 2003. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 28-apr-2020: pif received- case upgraded from non-serious incident to serious incident. Reporter information added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.